Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was previously damaged during a competitor's device implant procedure. The rv lead was repaired at that time and all measurements were within normal limits. When the competitor's device was explanted, the physician discovered the damage and repaired the lead again. However, a commanded shock was performed during the procedure in order to test the integrity of the lead. The measurements were found to still be stable. This rv lead remains in service. No additional adverse patient effects were reported.